Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was charging too frequently. The ins didn¿t hold a charge as well as it used to. The issue occurred gradually over time. It was noted that the patient had his device for nine years. The patient was to follow-up with a healthcare professional (hcp), but the patient didn¿t have a managing hcp. No symptoms were reported. The recharger was damaged and was replaced. Additional information was received from a manufacturer representative (rep). It was reported that the patient could not get any response from a charging attempt due to the battery being at end of life. The rep referred the patient on (B)(6) 2016 to a facility and consult was secured for (B)(6) 2016. It was noted that the problem was that the patient was limited on time for replacement due to a pending prison sentence. The rep was in touch with the facility to help with a prompt replacement schedule in their ambul atory surgical center. An unsuccessful attempt was made to charge the battery; however, it would not charge since it was implanted on (B)(6) 2007. It was noted that the patient now had a managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.